Event description:
Vent alarmed audidbly and visibly shortly after set up. Nurse uncertain whether pt was being ventilated. Nurse disconnected pt from ventilator and manually ventilated pt. There was no death and no injury.